Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as iritis." The device history records & sterility records have been reviewed by mfg and found to be in compliance.

Event description:
An eye care practitiooner reported pt experienced bilateral iritis & keratitis, os. The pt experienced mild pain. Treatment consisted of tobradex & cycloplegia. Event resolved with no reported reduction in visual acuity & resumption of contact lens wear. Request has been made for add'l info, however, no further info has been provided. This report has been designated as the right eye event.